Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2007 with an isoline 2cr-6 defibrillation lead. Upon scheduled follow-up performed on (B)(6) 2008, noise oversensing episodes were observed with 0.4mv ventricular sensitivity. No inappropriate therapy was delivered.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Method, review of the electronic data and files rec'd. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. According to available data, the device operated as intended. One oversensing episode only was recorded in the device memory; it was non sustained and did not trigger any therapy. Such oversensed events could result from strong external interference, specific pt activities, myopotential sensing or a ventricular lead issue. Modifications of the asc algorithm are under eval and will be available through a future programmer software version.